Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the device was showing signs of rapid early battery depletion. The patient was seen at the clinic where the clinician was unable to achieve telemetry with the device. No pacing spikes or capture was seen with a magnet application. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was showing signs of rapid early battery depletion. The patient was seen at the clinic where the clinician was unable to achieve telemetry with the device. No pacing spikes or capture was seen with a magnet application. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the device was at elective replacement indicator.